Manufacturer narrative:
User did not provide specific product information or photos, there are the following possible situations: counterfeit products. The physical state of the personnel during the test affects the test results. Ongoing follow-up to collect information.

Event description:
Customer feedback : performed test, showed negative, came back later, showed positive.